Event description:
It was reported the instrument was used during a laparoscopically assisted vaginal hysterectomy. It was reported the instrument did not fire properly according to the surgeon. There was no other info reported. There was no consequence to the pt.

Manufacturer narrative:
Visual inspections and results: batch number: na. Cartridge pan in place/condition: na. Condition of drivers:na. Lockout tabs on pan condition: na. Position/condition of wedege sleds: na. Functional tests and results: condition of clamp first lockout: good. Condition of clamping mechanism: good. Condition of firing mechanism: good. Condition of knife: good. Condition of wedge bands: good. Is hyper lockout condition present: no. Result of attempting firing: good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not fire properly" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.